Manufacturer narrative:
Additional manufacturer narrative: explant of an aortic bioprosthetic valve after an implant duration of approximately ten (10) years. The reason for reoperation has not been provided despite multiple attempts with the healthcare provider. Bioprosthetic valve failure can be due to multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Many factors can contribute to the onset and propagation of bioprosthetic failure including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. However, without return of device and evaluation, the specific mechanism leading to this explant cannot be identified or evaluated. There is no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that an edwards aortic bioprosthetic valve, implanted approximately nine (9) years, was explanted and replaced with another bioprosthetic valve model 3300tfx 21mm. The reason for explant was not provided.